Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. (B)(6).

Event description:
It was reported that the device does not alarm. Per the customer, the oxygen saturation low sat is set at 92%, the staff was at the bedside noting that the saturation's were low and the monitor was not alarming at the machine, but it was alarming on the nurse call system. No known impact or consequence to patient.